Manufacturer narrative:
Analysis of the device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed after reloading the product code and test results indicated normal functionality. The memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption.

Manufacturer narrative:
Supplement report is being submitted to update.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to the implant procedure, the device was interrogated and an error message was noted. The device was not used for the implant and a new device was instead implanted. The patient was stable with no consequences.